Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was severely worn, curled up exposing metal and melted in the middle. Probe check was performed and device passed the probe check. There was a ¿¿u511- seal short circuit error¿ displayed on the generator when the seal button was activated with a closed jaw. The distal end of the probe was inspected under a microscope and found charred stains on the probe. In addition, probe was found to be slightly misaligned when comes in direct contact with the jaw on one side. The most likely cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The most likely cause for the probe misalignment is due to applying strong force or twisting the probe tip while grasping the tissue or by pulling the probe tip up; grasping the tissue. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a hysterectomy procedure the teflon pad peeled off. Furthermore, olympus was informed that the teflon pad peeled off on two different thunderbeat devices exposing metal. No device fragment fell inside the patient. There was ¿hand piece damage¿ error displayed on the generator. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using a non- olympus device. There was no patient injury reported. One of 2 reports.